Manufacturer narrative:
The sample was returned to argon for investigation. The investigation is currently in progress. A final report will be submitted upon investigation completion.

Event description:
Bedside rn noted that PICC dressing appeared to have new drainage and was not occlusive. This rn changed dressing and attempted to flush PICC line. This rn noted that the line was leaking significantly from near the top of the purple sheath. Confirmed with another PICC rn and provider. Line discontinued per order and piv access obtained. Placed on (B)(6), discontinued on (B)(6).